Event description:
It was reported that during a procedure using the ambient super multivac 50 ifs, the wand tip allegedly overheated causing the electrode plate to fall off. The electrode plate was abandoned in the pt's knee and a new wand of the same type was used to complete the procedure. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.